Manufacturer narrative:
Conclusion for this event is user error as the release button for the traction assembly is not easily pressed when the assembly is in its extended position for use.

Event description:
Using a trios surgical table the customer was using the extendable traction unit to apply 15lbs of weight to the patients head. A hospital staff member accidentally pressed the release button for the traction assembly causing it to retract and dropping the weights about 4in. I am told that if a doctor wasn't holding the patients head it could have been a serious issue. From what I was told there was no injuries caused to the patient.

Manufacturer narrative:
Conclusion for this event is user error as the release button for the traction assembly is not easily pressed when the assembly is in its extended position for use. Initial reporter name and address: corrected information.

Event description:
Using a trios surgical table the customer was using the extendable traction unit to apply 15lbs of weight to the patients head. A hospital staff member accidentally pressed the release button for the traction assembly causing it to retract and dropping the weights about 4in. I am told that if a doctor wasn't holding the patients head it could have been a serious issue. From what I was told there was no injuries caused to the patient.

Event description:
Using a trios surgical table the customer was using the extendable traction unit to apply 15-lbs of weight to the patient's head. A hospital staff member accidentally pressed the release button for the traction assembly causing it to retract and dropping the weights about 4-in. I am told that if a doctor wasn't holding the patient's head it could have been a serious issue. From what I was told there was no injuries caused to the patient.